Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, the information provided suggests that this event was procedural related. No further actions are possible at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Through follow-up with the health-care provider, it was learned that the explant was due to poor seating of the valve. History of the patient revealed critical aortic stenosis, multivessel coronary artery disease, as well as right internal carotid artery stenosis. Operative findings indicate that the patient's native aortic leaflets were calcified. The annulus was moderately calcified. The surgeon implanted the device; however, while coming off bypass the valve was inspected and revealed a significant perivalvular leak. It appeared that there was poor seating in one area. He went back on bypass and explanted the device, then implanted another edwards valve (same model/size).